Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument had a product breakage. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: before use, the staff had checked the accessories and equipment. No debris fell into the patient's body during the procedure. The relevant accessories were new, the surgeon has extensive experience, and there is no improper operation during use. The removal process was smooth, and broken instrument can be returned. The harmonic ace instrument involved in this reported event has been received for failure analysis testing. However, as of the date of this report, the investigation is still in progress.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was analyzed and the instrument failed to rotate during manual articulation. The instrument was found to have corrosion on the gear, helical roll input assembly. The debris in the gears prevents operation. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.